Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during implantation of an impella cp, the companion sheath met some slight resistance when passing through the peel away sheath. The implant was successful. Upon removal of the companion sheath, some slight damage was noted at the tip of the component. The damage had no impact on the procedure. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The 7fr low-profile companion sheath was returned for investigation. Sheath tip damage was noted on the returned introducer. According to the clinical notes, slight friction was encountered during the placement of the 7fr sheath into the abiomed peel-away sheath, and upon explant, tip damage was discovered on the returned product. The cause of the introducer damage issue was determined to be sheath tip damage; however, the cause of the sheath tip damage could not be concluded without sufficient clinical information during the procedure. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29559.